Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 207 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient's mother reported patient was throwing up in the middle of the night and his body was red. The cgm value was 202 mg/dl and the finger stick (fs) value was 576 mg/dl. Patient was transported to hospital by a cousin. Patient was admitted for 24 hours and treated with IV fluids, nausea medication, and insulin. At the time of contact, patient is stable. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. The patient did not enter the bg meter values into the cgm device promptly. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.